Manufacturer narrative:
Zimmer biomet complaint (B)(4). (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a third molar extraction procedure the tip of the elevator broke. The tip was suctioned out of patients' mouth. There was no delay or patient injury. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Visual inspection and functional testing could not be performed due to the part not being returned. There were no photographs provided to substantiate the complaint. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by manufacturer and not returned to manufacturer. (B)(4).